Event description:
As reported by our canada implant patient registry approximately 4 years and 3 months post transcatheter aortic valve replacement (tavr) with a sapien 3 valve, the valve was explanted due to hypo attenuated leaflet thickening (halt) and appeared to be under expanded. The patient was experiencing shortness of breath and chest pain. A surgical valve was implanted.

Manufacturer narrative:
D4: primary unique device identification (UDI) number (B)(4). The investigation is ongoing.